Event description:
It was reported that a patient implanted with a zimmer nexgen complete knee solution, legacy knee posterior stabilized (lps) femoral component on (B)(6) 2012, became disoriented and fell the day after surgery; resulting in a femur fracture. On (B)(6) 2012 a synthes 4.5 mm locking condylar plate (part# 222.656, lot# 6650553) and locking screws were implanted for fixation of the femur fracture. Postoperatively, on (B)(6) 2012, the plate was noted to broken. Complaint (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).